Event description:
It was reported,the patient has return of burning sensation six days after lead replacement. Impedances were normal. The patient experienced a jolt and his knee collapsed and he landed on his knee and developed knee pain. He did not experience any further jolts, but continued to have burning type pain. The patient received knee injections which decreased the pain.